Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument drive cables were found to be intact and undamaged at the distal end. When input discs were manually rotated, the grips were still able to open and close. The instrument was placed on the in-house davinci robotic system is3000 and driven without problem. Instrument passed recognition and engagement tests. Instrument was able to move intuitively with full range of motion in all directions. Instrument passed suture cut test. Clinical type evaluation did not find any issues. No physical damage was found.

Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted a 'broken wires' on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.